Event description:
It has been reported to philips that the allura system was unable to do x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. The problem was identified at the beginning of the procedure. The customer performed a diagnostic coronary procedure on the patient. The process was delayed. The patient was moved to another room to complete the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the system could not take x-rays. Review of the log file showed that system has ip-pc disk bay issues. Fse found the cause of the problem was iipc. Fse replaced hard disks of the imaging processing pc (ippc) and software was reloaded and then the image database was rebuilt. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and health impact codes were corrected.